Event description:
It was reported to philips that the device passed operational testing and showed no errors but still displayed an x in the ready for use (rfu) indicator. There was no patient involvement.